Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The lead was returned with the helix fully retracted and blood/tissue visible inside. The blood/tissue was removed with alcohol, the helix operates within specification, and no anomalies were found.

Event description:
It was reported that after placing the right ventricular (rv) lead the decision was made to try a different location for lead placement. It took an unusual amount of turns to retract the helix and the lead was explanted. The helix was extended and retracted outside the body and the physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.